Manufacturer narrative:
Details of the complaint: the customer reported that ECG was not showing waveforms. While repairing the unit for that issue, they also accidently damaged the cable and needed to replace it. No patient harm was reported. Part # 9000032911 - cable, bsm-17xx. Investigation conclusion: the reported issue could not be confirmed, and the root cause of the ECG wave issue could not be determined as device will not be returned for this complaint. To assist with the cable damage, the part number was provided to the customer for an in - house repair. No further investigation will be performed.

Event description:
The customer reported that ECG was not showing waveforms. While repairing the unit for that issue, they also accidently damaged the cable and needed to replace it. No patient harm was reported. Part # 9000032911 - cable, bsm-17xx.